Event description:
It was reported that the patients device was causing pain due to losing weight and it was poking out of the skin. The patient was hospitalized and was provided with medical intervention.